Event description:
It was reported that the low voltage lead failed to capture. The lead was implanted and explanted on (B)(6) 2025 and successfully replaced. The patient was discharged following the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.